Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of stent detached/separated. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent failure to deploy. The investigation concluded that the reported event and additional observed events of catheter guide kinked and stent detached/separated were most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: a flexima plus biliary stent with its delivery system was received for analysis. Visual and microscopic examination of the returned device showed that the guide catheter was kinked and stretched. Additionally, the stent was found to have one detached barb. No other device problems were noted. Risk review: a risk review was completed and confirmed that the event of stent detached/separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an unknown procedure performed on (B)(6) 2026. During the procedure, there was a strong resistance, and the stent could not be released. Therefore, the entire scope was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a results of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results of stent detached/separated. Please see block h11 for full investigation details.